Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. It was recommended to replace the breath delivery (bd) printed circuit board (pcb). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.